Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system, including an ipg, on (B)(6) 2004. It was reported the pt is no longer receiving stimulation from her ipg due to suspected battery depletion. The pt is continuing to work with her physician to confirm the battery depletion. It is unk if the ipg will be returned to the manufacturer if it is explanted. F/u on the pt found no further issues reported.